Event description:
It was reported that (1) atw35 was used during a laparoscopic nephrectomy procedure. It was reported by the rep that the surgeon said "placed the stapler over tissue, closed the closing handle and tried to pull the firing handle but it would not advance". A second atw35 was pulled and the case was completed without further difficulty.